Event description:
Additional information was received which reported that the ra impedance measurements had spiked, but were subsequently normal. The device was reprogrammed back to bipolar. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right atrial (ra) noise, oversensing, pacing inhibition of greater than two seconds, and inappropriate atrial tachy response (atr) episodes due to minute ventilation (mv) oversensing. Programming options were discussed. Then a lead safety switch was observed due to out of range ra impedance measurements. The patient had subsequent pocket stimulation. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which reported that a surgical revision was performed. The patient's ra lead was explanted and replaced. This device was included in the recent mv sensor signal oversensing advisory population. This device remains in service. No additional adverse patient effects were reported.